Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device has a black screen. There was no adverse patient impact reported.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. Failure was located to corrupted program code in the flash memory. The available information is consistent with a malfunction of the processor pca. The cause was corrupted program code in the flash memory. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.